Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the purge deletion process had encountered a sql deadlock error, causing intermittent failures and system strain. A technical support specialist (tss) logged into the application server and confirmed a recent reboot. Further analysis showed the purgedeletion service was stuck running for an extended duration (over 401 minutes), leading to a growing purgequeue (up to ~145,000 records). The maintenance service was restarted, and using log monitoring (baretail), it was confirmed that purge deletion resumed and began reducing the queue, stabilizing the system. It was also noted that trend micro anti-malware was installed on this software-only server, which was not recommended and could contribute to resource contention and deadlocks. Post reboot and service recovery, system performance improved, and recommendations were provided for monthly server reboots and using supported antivirus solutions. Follow-ups were attempted, and with no further issues reported by the customer, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server while accessing med link to queue medications for administration, many patients on the unit did not display. A loading indicator appeared but never completed successfully, preventing selection of patients and medications. At times, an error message appeared stating unable to load. This issue impacted medication administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.